Event description:
It was reported that the pt underwent a 2 level tlif for treatment of grade I degenerative spondy at both levels. Local autograft was placed anteriorly with a bone funnel prior to interbody device placement. Semi-rigid rod fixation was implanted posteriorly. Post-op, the pt reportedly did well and presented with infection a few weeks out. The pt underwent intervention for treatment of the infection. No other complications were reported.

Manufacturer narrative:
The device has not been returned to medtronic for eval. Unable to determine cause of the event.